Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.correction to the following fields b5the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited code 1005, indicating an open circuit condition. This is due to high out-of-range shock right ventricular (rv) lead impedances measuring greater than 125 ohms. Technical services recommended to replace the lead as therapy may be impacted. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.